Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00427. It was reported the patient's left lead was providing coverage however the right lead was fractured and inoperable. The patient had surgery for replacement of the right lead. Reportedly, therapy was restored post-operatively.